Event description:
It was reported that the dealer received the iliftee lift and the motor is dirty and paint on the boom is scratched. Tbm states the box was in good shape and does not look like freight damage. No injury or property damage reported. Charles is going to look at the lift and will call back to decide what he wants to do. Charles called to add there is a broken right caster, fingerprints are on the hand pendant and motor. Charles states it looks used.